Manufacturer narrative:
A field service engineer (fse) went on-site and found the green stripped tubing off of upper sheath restrictor. Fse replaced the tubing which repaired the leak. Fse also confirmed that no biological fluids pass through upper sheath restrictor, only diluent and clenz. The service performed was unrelated to plt flagging. Per customer, the plt flagging was patient related. The cause of the leak is attributed to the green stripped tubing on the upper sheath restrictor. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak of approximately 10-20 ml from their coulter lh 750 hematology analyzer. The leak appeared to be diluent on the front unit and cleaner (clenz) on the back of the unit that was on the counter. When the leak was noticed, most of the fluid was dried up. All operators were wearing personal protective equipment (ppe) consisting of gloves, labcoats and eyewear. No injury or exposure was reported. There was no affect to patient samples or results. The operator noticed that they were getting more frequent plt (platelet) estimate flags and they had to do manual smear for plt estimates. The customer did not report any erroneous results. The results from the manual smears matched the instrument. There was no change to patient treatment associated with this event.